Event description:
Customer reported via phone call that they woke up in the morning with the insulin pump turned off. Customer replaced the batteries and received a failed battery test alarm. Through troubleshooting the insulin pump did not alarm after the insertion of a new battery. Customer's blood glucose reading at the time of the call was 229 mg/dl and was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.